Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, the 26 mm commander balloon ruptured at the end of deployment. There was no crossing difficulty. The delivery system was prepped with nominal volume. The 26 mm s3ur was completely deployed. The commander was withdrawn into the esheath+ with only the tapered tip outside of the esheath+ as this was as far as the commander could be withdrawn. The system was withdrawn to the patient's right common femoral artery and could not be withdrawn further. The patient had a high degree of calcium in the landing zone. The perceived root cause of the balloon burst is calcium at the annular complex. A vascular surgeon performed a cut down to remove the commander and esheath+ and repair the artery. No additional patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.